Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed an episode of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed, but a week later post-paced t-wave oversensing continued to be seen. Additional programming changes were made and the device remains implanted.